Event description:
During baxter's device evaluation, the device displayed "downstream occlusion!" Alarms when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Further investigation confirmed the constant "downstream occlusion!" Alarm, caused by a failed downstream sensor. The downstream sensor and pusher will be replaced.